Manufacturer narrative:
The device has not been returned. Therefore, no analysis or testing has been done. The event of inadequate tissue ingrowth is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported seri® surgical scaffold was placed in the left breast during mastopexy on (B)(6) 2014. Post-implantation, the device "did not absorb", and was removed on (B)(6) 2016.

Manufacturer narrative:
Medwatch sent to FDA on 08/09/2016. The device has been discarded and will not be returned. Investigation has determined that the information submitted in medwatch report 8020862-2016-00033 was duplicated in this report. All additional information regarding this device will be submitted under this report number 8020862-2016-00032.

Event description:
Healthcare professional reported seri® scaffold placed in the left breast "did not absorb". Seri® was initially placed bilaterally to ameliorate "bottoming out" of previously placed silicone gel breast implants. No complaint was noted against the seri® scaffold placed on the right side. The left side seri® was removed and the event has resolved without sequelae. Left and right side silicone gel breast implants remain implanted.